Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis that was manifested by abdominal pain, fever and cloudy fluid. The cause was unknown. It was reported that the patient was hospitalized for the event. On an unreported date, the patient was treated with vancomycin (1 gram start dose, intraperitoneal and frequency were not reported), imipenam injection (1 gram, once daily and intraperitoneal) and amikacin injection ( 100mg, once daily and intraperitoneal) for treatment of peritonitis. On an unreported date, pd therapy was discontinued and the catheter was removed and the patient was switched to hemodialysis. At the time of this report, the patient outcome was unknown and the patient was discharged. No additional information is available.